Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: 12/14 articul 40mm m spec+15.5; unknown hip acetabular liner; unknown hip acetabular cup; tri-lock bps sz 8 hi offset.

Event description:
It was reported that initially the patient had a trilock stem with an asr cup. The asr cup was revised a few years ago and a pinnacle cup with a 40 +15.5 metal head was implanted. The patient was revised to remove a trilock stem which had a trunion that fractured off along with the 40 mm head attached to it. A biomet arcos stem was then implanted. Doi: (B)(6) 2011- head; doi: (B)(6) 2009 - stem; dor: jul 18, 2018; right hip.

Manufacturer narrative:
Product complaint # ==> pc(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: (B)(6) articul 40mm m spec+15.5; unknown hip acetabular liner; unknown hip acetabular cup; tri-lock bps sz 8 hi offset.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history review: DHR and addendum were reviewed for the product. The addendum was to associated to nonconformance records to the DHR. Ncrus-(B)(4) was for dimensionally undersized necks and ncrus-(B)(4) was for the threaded driver hole being too deep. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.